Event description:
It was reported that an ilet user experienced signal loss between the dexcom g7 continuous glucose monitor (cgm) and the ilet, during which the dexcom app displayed values while the ilet app and pump initially showed different glucose numbers that later synchronized. Blood glucose was slightly elevated due to recent food intake and a sensor change, and readings stabilized once the cgm reconnected. Symptoms included elevated blood glucose without reports of acute clinical effects. Outcomes included no alerts or alarms, no medical intervention, and no hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed transient communication disruption limited to the ilet connection, after which device readings aligned and glucose values stabilized. It was concluded that the event was consistent with signal loss to the ilet with recovery after reconnection, with no device malfunction confirmed.